Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead demonstrated noise oversensing, which resulted in pacing inhibition. The patient was evaluated under fluoroscopy, which did not reveal any observable lead damage; however, it was noted that the rv and atrial leads were adhered together. As a result, the physician explanted and replaced both the rv and atrial leads. The patient remained stable throughout the procedure.